Event description:
Analysis of the generator was completed. No anomalies were identified, and the generator performed per specifications. The generator was not at end of service.

Event description:
Reporter indicated a patient was referred for prophylactic generator replacement due to the vns "not working properly" and the patient was having increased seizures. All vns diagnostics tests were within normal limits. The patient had vns generator replacement surgery performed on (B)(6) 2012. Follow up with the reporter revealed the patient's seizure increase may due to several factors such as medication, vns nearing end of service as it is 7 years old, anxiety, and disease process. The level of the seizure increase is unknown. The patient has two seizure types, generalized tonic-clonic and complex partial, both of which were increased. The patient had previously been started back on topiramate medication, which may be a factor. The patient was seen for the first time on (B)(6) 2012, and vns diagnostics were ok at that visit. The vns settings were also increased at the (B)(6) 2012 visit. The patient was just seen on (B)(6) 2012, and has not had a seizure since her vns generator replacement and is doing very well. The explanted vns generator has been returned and is pending product analysis.